Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (date not reported) due to infection; the patient was reimplanted with a new device during the same surgery.